Manufacturer narrative:
Visual examination of the instrument identified deformation and cracking at the tip of the instrument, directly in line with the inserter rod retention jaws. The nature and location of tip cracking is consistent with anticipated wear of the instrument, due to repeated cycling of the inserter tip. Medical advisor found that the inserter demonstrates clear signs of wear, however it could be easily adjusted to exert enough pressure upon the rod to maintain nominal tension. This suggest interoperative dissociation was more likely due to improper adjustment of tensioning and therefore operative technique rather than to device wear.

Manufacturer narrative:
(B)(4). The inserter has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a 2 level minimal access lumbar fusion surgical procedure. It was reported that the rod detached from the rod inserter, leaving the rod in the patient. The inserter tip was found to be cracked. The case was converted to a mini open procedure. The surgeon was able to get the rod through all of the screws using a coker. The surgery was completed without any additional complications.